Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that restenosis occurred requiring additional intervention. The target lesion was located in the left arm in cannulation zone. On (B)(6) 2025, the subject was enrolled in a clinical study using a 7.0 mm x 60 mm, 80 cm ranger study device. However, on (B)(6) 2026, target lesion stenosis was noted, and a right iliac and percutaneous transluminal angioplasty (pta) was performed. On the same day, the issue was considered resolved.